Event description:
An altitude alarm was reported with the pump. The customer's blood glucose level was recorded at 9.3 mmol/l, which is within the normal range. Technical support advised the customer to clean the pump's speaker holes and attempt cartridge reconnection, but insulin delivery could not be resumed with the original cartridge. The customer loaded a new cartridge, after which the delivery resumed without recurrence of the alarm.